Event description:
During routine testing of the device at the service center, the service technician reported the battery failed to hold a charge. No other details regarding the nature of the event were provided. The monitor was originally returned for a calibration failure. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.